Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone, the insulin pump had alarmed button error and the customer was in need of a doctor's prescription in order to get a new insulin pump as they were on vacation. Follow up call was placed to perform troubleshooting on the device. Customer's father reported the insulin pump alarmed compromised for sensor while they were riding the car. When verifying alarm it was noted the alarm that occurred was radio frequency pic failed self-test, alarm occurred three times. Customer's blood glucose was 12 mmol/l. Alarm didn't occur during rewind or prime. Customer's father was advised the insulin pump needed to be replaced and agreed to return the device.